Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2019. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with voriconazole and another unspecified drug (dose, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.